Event description:
It was reported that this implantable cardioverter defibrillator delivered 6 inappropriate anti-tachycardia pacing (atp) and 2 electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed reprogramming options and patient was continued to be monitored. Device remains in service. No additional adverse patient effects were reported.